Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an implant procedure, the lead ((B)(4)) was implanted and explanted multiple times. On the fifth time, the lead was stuck in the guidewire. The physician requested for a second new lead. The second lead ((B)(4)) was tested multiple times and exhibited out of range low impedance. A third lead was implanted successfully. The patient was stable during and after the procedure.